Event description:
It was reported that during a replacement of the right ventricular lead, the physician noted that the atrial insulation was broken. No electrical anomalies had been noted. The physician elected to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.